Event description:
It was reported that the customer experienced a blood glucose (BG) level of 576 mg/dL, cause was unknown. Customer gave a manual injection to address BG level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.